Event description:
On (B)(6) 2013 the customer stated that they just got done performing a kyphoplasty on a patient where the balloon broke. Half of the balloon is still in the patient. The balloon was 11ga by 15mm. Dr (B)(6) inflated it with 4ml but the psi (pounds per square inch) never got over 100. The customer still has part of the balloon to send back for review. There was no patient injury. On (B)(6) 2013, the following additional information was provided by the customer ((B)(6)): there were no abnormalities noted that would have indicated a defect prior to use. There were no difficulties in placing the introducer or the balloon. The balloon had been inflated to 4ml and only 100psi for a minute or two. The physician proceeded to deflate the balloon and remove it. Once he removed the balloon, he noticed that half of the balloon was missing.  The physician attempted several times to aspirate back with a syringe to see if he could get the piece of the balloon out but with no success. The half of the ruptured balloon that stayed in the patient was cemented into the vertebral body.

Manufacturer narrative:
(B)(4). Evaluation summary: one (1) sample was submitted for examination. Evaluation of the returned sample noted that approximately 75% of the balloon catheter was ripped off and missing from the shaft. The investigation theorized that the user may have not fully deflated the balloon prior to removal. By pulling an inflated balloon against the access cannula, the balloon can be cut as noted on the received complaint sample. The balloon will then turn inside out when trying to remove it. Since the balloon is no longer wrapped around the balloon shaft but rather the distal tip, the distal balloon portion will most likely not be able to be removed by the user without disconnecting the distal balloon portion from the shaft, as it appears happened in the present case. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. This balloon catheter is supplied by an external vendor and is not altered by the manufacturing facility prior to placement in the finished tray. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of raw material history files. A review of the complaint database did not identify any trend with this or similar failures. Based on the investigation results, it was determined that the balloon did not rupture in the vertebral body due to the anatomy or the balloon structure. The root cause was identified as customer misuse. Appropriate feedback will be provided to the user regarding labeled instructions and precautionary warnings related to proper use of this device. The recommendation will be made that the user follow the warnings indicated in the product's instructions for use regarding never removing the vertebral balloon without fully deflating it as well as refraining from advancing or retracting the balloon or cannula while the balloon is inflated in order to minimize the possibility of the occurrence of the observed rupture. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.